Event description:
It was reported that the tip of the device cracked and almost sheared off of the screwdriver.

Manufacturer narrative:
Method: visual inspection; material analysis; device history review; complaint history review; risk assessment. Results: the returned device was confirmed to have a worn hex tip. Materials analysis was performed and found that the cracks on the submitted screwdrivers both appeared to originate from damage on the tips at the corner of the hex. No manufacturing issues were found for this lot number and it was revealed to have been in the field for approximately 1 year. Conclusion: damages were observed on the tip at the crack origin so the probable root cause is normal wear.

Event description:
It was reported that the tip of the device cracked and almost sheared off of the screwdriver